Event description:
The pt's device reportedly extruded. The pt was treated with antibiotics (type unknown). The implant surgeon performed a revision surgery to put the implant in the proper position. In 2008, the dr removed the newly discovered seroma at the pt's implant site. The pt will continue to be monitored by the center.